Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, analysis will be performed and this event will be updated.

Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, visual inspection revealed the medical adhesive at the proximal end of the spring and proximal spring were stretched. A series of resistance and pressure testing were performed to verify the electrical performance of this lead. Measurements throughout these tests were within normal limits. Analysis could not confirm a reason for the reported clinical allegation, electrically, this lead met specification.

Event description:
Boston scientific received information that during a follow up visit, a review of the daily measurements revealed this right ventricular lead displayed shock impedance measurements less than 20 ohms. A revision procedure was performed. This lead was removed, replaced and returned for analysis. In addition, during the same procedure, the device (contak renewal model h230 sn (B)(4)) displayed a battery voltage of 2.57 v and was also replaced. No adverse patient effects were reported.